Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 585 (mg/dl) since (B)(6) 2016. Customer administered insulin injections to treat bg levels until they reverted to insulin injections for diabetes management in (B)(6) 2016. Reportedly, cartridge uses humalog insulin was in use for 3-4 days at a time. Customer was reminded that humalog insulin is indicate for use of up to 48 hours as labelled and recommendation was made to contact their health care provider to discuss diabetes management.